Manufacturer narrative:
Findings: pump passed displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test.no excessive no delivery alarm. Pump received with minor scratched display window. Pump received with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 562 mg/dl. The customer felt symptoms of irritability, ketones, nausea/excessive thirst, and excessive urination .the customer was treated for the high blood glucose with a manual injection. The customer stated that they had issues with a n delivery alarm form their insulin pump.